Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of capture due to lead dislodgement. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a partial lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. After cleaning the helix and cutting the partial lead, the full helix extension length was measured within specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies except for procedural damage.